Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: cook medical transseptal needle (model# unknown, lot# unknown) ; st. Jude medical agilis sheath (model# unknown, lot# unknown). Manufacture ref no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered cardiac tamponade requiring surgical intervention. During the ablation phase at the level of the left superior vein, one of the lesions was very close to the appendage of the left atrium and produced a pericardial effusion. The fluid could not be drained by pericardiocentesis and a cardiovascular surgery was required. As a result of the adverse event, a permanent internal scar on the appendix of the left atrium occurred. The patient was transferred to the intensive care unit (ICU). Extended hospitalization was required as a result of the adverse event. The adverse event was assessed as life-threatening. The patient¿s diagnosis pre procedure was atrial fibrillation. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors or malfunctions in any bwi products or equipment during the procedure. Transseptal puncture was performed with a cook medical transseptal needle and a st. Jude medical agilis sheath. Generator parameters at the time of injury included power control mode with a cut-off of 10 seconds at 45 watts of power. The impedance value was 140 ohms. The overall time for ablation at the site of injury was 10 seconds intermittent at 45 watts. The last ablation cycle time at the site of injury was of 10 seconds. The irrigation flow was set at 30ml/min. No error messages were observed. The patient received heparin anticoagulant during the procedure with an activated clotting time of 250 seconds.